Manufacturer narrative:
Device was not returned per the request of beta bionics. User complaint of (B)(4) could not be confirmed. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained a cracked display when the user was getting out of bed, resulting in a partially black, unreadable screen while the device continued to function. Symptoms included no reported adverse health effects and no impact to blood glucose levels. Outcomes included no medical intervention and no hospitalization. Investigation included customer interviews and request for device return. Investigation of this case revealed physical damage to the display module consistent with external impact while core device functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage. However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.